Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the reservoir showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Customer called in to report the insulin pump alarmed for no delivery during the manual prime process. Blood glucose reading was 165 mg/dl. Customer stated that the alarm was resolved by a complete set change. The customer would like to return the set for analysis. Nothing further reported.